Manufacturer narrative:
Based on the information provided, kci cannot determined that the patient's alleged wound breakdown is related to the use of activ.a.c.® therapy. Evaluation of the unit did not reveal evidence of an operational malfunction. There have been multiple attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas.

Event description:
On (B)(6) 2016, kci received the following information from the patient: the unit was not suctioning and the patient's wound allegedly had some breakdown. No further information was provided. On aug 24 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci quality engineering and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence to confirm the customer complaint.

Manufacturer narrative:
Based on the information provided, kci has determined that the patient's alleged wound breakdown was not related to the use of v.a.c.® therapy. The wound care medical assistant stated that the patient's wound care nurse confirmed that v.a.c.® therapy did not cause or contribute to the patient's wound breakdown. The evaluation of the unit did not reveal evidence of an operational malfunction. Therefore, kci has determined this event is not reportable.

Event description:
On jan 4 2016, kci received the following information from the wound care center medical assistant: the medical assistant stated she spoke with the patient's wound care nurse who confirmed that v.a.c.® therapy did not cause or contribute to the patient's wound breakdown. There was no harm on injury to the patient from v.a.c.® therapy.